Event description:
It was reported that resident doctor was placing catheter in pt's right internal jugular. He attached catheter to the tunneler, slid sleeve of tunneler over lumens of the catheter and proceeded to tunnel catheter from exit site up to venotomy site. As he had tunneler through venotomy site and was trying to drag catheter through sleeve (white part of tunneler that covers lumens of catheter), the sleeve became dislodged and stayed in tunnel tract. The resident then called attending physician to scrub in. The physician tried to push the sleeve through the tunnel tract, but was unsuccessful. He then pulled tunneler in a retrograde fashion to catch the tunneler and removed catheter and tunneler. The sleeve was cracked and unsalvagable. As a result, another kit was opened and used successfully. There were no pt complications reported.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated, and the event was determined to be a result of a product malfunction, therefore, it is reportable. No tunneling instrument sample was returned for analysis. The customer reported that during the procedure, the tunneling sheath slid off the tunneling rod and when it was removed, it was found cracked. Previous investigations of cracked tunneling sheath tips found that the potential cause was design related and resulted in a component change to decrease the tolerance of the diameter of the metal rod by .005". Finished good lot number rl8118864 from this complaint was mfg prior to that change.